Manufacturer narrative:
An event regarding revision for unspecified reason involving a tritanium baseplate was reported. The event was not confirmed. Method & results: visual, dimensional and functional inspections were not performed as the reported product was not returned. Medical records were not provided for review. The device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported product, x-rays, pre- and post-operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient's left knee was revised because as per the surgeon, the knee felt tight to the patient. The baseplate and liner were revised.

Event description:
The patient's left knee was revised because as per the surgeon, the knee felt tight to the patient. The baseplate and liner were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested but not made available due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.